Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the charged coupled device (ccd) unit was broken, causing noise in the image. Due to the broken charged coupled device (ccd) unit the image was not coming out. Additionally, the bending tube was dented. The video cable was wrinkled. And the video connector was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus personnel reported on behalf of the customer that the hd endoeye laparo-thoraco videoscope had distortion in the bending area, no image, image noise. The issue was found during receipt inspection. There were no patients involved. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the image noise was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿precaution for disappeared or frozen endoscopic image: do not bend, hit, or twist the insertion section, control section, universal cord, video cable, video plug, and light guide connector. Doing so may break internal parts (e.g., the ccd cable) and/or cause water leaks.¿ olympus will continue to monitor field performance for this device.